Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic renal transplant, about 60 minutes after the procedure was started, sharpness of the cutter became worse and the cutter became more difficult to return. Handpiece was recognized by the generator and was activated. No regrasp alarm but there was sealing and end tones. It was confirmed that the device was used with tip cleaned each time. Another device was used to complete the procedure. There was no patient injury.